Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was having read/write failures. A field service engineer (fse) opened the back of the drawer and reseated the row board cable and retractor band. Fse checked the cabling and found a cut in the pyxibus drawer cable and replaced the drawer cable. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 cubie had read and write errors. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative & imdrf annex a grid, section b describe event or problem, section d device available for eval and returned to manufacturer. Correction: section d unique identifier (UDI). Part analysis: the report of the medstation, es, main (main drawer 4.2 cubie read/write errors) was confirmed during the fse (field service engineer) testing and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the fse reported that the drawer was having read/write failures. The fse opened the back of the drawer and reseated the row board cable and retractor band, checked cable and found a cut in the pyxibus drawer cable. The fse replaced the assy cbl pyxibus 6 drawer. During dchu visual inspection p/n 120547 01: was received with the copper strands exposed. During dchu testing p/n 120547 01: the testing from dchu was not necessary due to the thermal damage observed. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d). Root cause: the root cause of the complaint, read/write error in the cubies of drawer 4.2, was the damaged assy cbl pyxibus 6 drawer (p/n 120547 01), which had exposed copper strands that led to thermal damage and ultimately compromised the drawers functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 cubie had read and write errors. The customer reported there was a delay in dispensing medications to the patient. As per part investigation, it was determined that damaged assy cbl pyxibus 6 drawer with exposed copper strands, leading to thermal damage. There were no adverse events or injuries reported based on this event.